Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: the original complaint could not be duplicated or confirmed. The black box data from the date of the event was overwritten due to continued use of the device. The battery cap was not returned with the pump, so a test cap was used. The test cap was able to fully tighten to the pump and a power loss was not duplicated. The battery compartment was intact. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was rebooting and needed multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.